Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited foreign material coming out of the distal end due to a clogged balloon water tube. Additionally, the image was not displayed due to breakage of the image guide bundle. There were no reports of patient involvement.

Manufacturer narrative:
This report is to provide information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported events were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of why the material remained in the device could not be be specified. Additionally, the loss of image occurred due to a broken image guide bundle. The event of foreign material coming out of the distal end, can be prevented by handling the device in accordance with the following chapter in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.